Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced low blood glucose levels of 53 mg/dl. The insulin pump received software error detected alarm. Customer was able to clear the alarm and rewind the insulin pump. Insulin pump experienced insulin flow blocked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was not performed for low blood glucose levels. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump received with loud motor noise during rewind or bolus deliveries due to faulty motor.